Event description:
The customer reported to olympus, that during preparation for use, the image on the hd camera head was not working. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. However, there was a puncture on the cable, the coupler was loose, and the leak test failure was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If any additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. Poor watertightness occurred from punctured part of the cable. Therefore, it was determined that temporary poor communication likely occurred due to temporary flood inside and the image was not displayed temporarily. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.